Event description:
Customer reported receiving a higher reading on her freestyle flash meter as compared to a laboratory reading. Customer reported receiving a laboratory reading of 75 mg/dl compared to a meter reading of 300 mg/dl within 10 minutes. All test were performed on the finger. The results when plotted on a parkes error grid fell into the "d" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested for an investigation and a follow-up report will be submitted once results are available.